Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device error log was provided for review. The log confirmed the error message in the customer's report. However, without receipt of the device root cause could not be firmly established by the log information. Review of the device log showed 4 consecutive charging attempts that resulted in timeouts. The log suggests the battery was removed from the device and replaced, and the device was able to discharge successfully. Unsure if the same or a different battery was replaced. No trend associated with similar reports.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 66-year-old male patient, the device displayed a "defib charging" error message. Complainant indicated the pads were disconnected and reattached to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.